Event description:
Technologist initiated preprogrammed motion to take detectors from 180 to 90 deg. Detectors did not lock together and the detectors actually swung free and collided into each other. Dr is seriously concerned with the potential danger of this event, especially if a pt had been on the table during the free fall of the detectors. There was no pt in the equipment at the time of the event. The operators' manual states that the pt should not be on the table during operation of the ring locks. There were no injuries to users, pts, or other personnel.